Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed three driveline disconnects that resulted in pump stops. The account reported that the patient was under the influence of illegal drugs and does not remember why the driveline was disconnected. Furthermore, a direct cause of the reported infection could not be determined through this evaluation. It was reported that the patient was admitted to the hospital for a driveline infection. Upon review of the log files, driveline disconnect alarms that resulted in pump stops were found. The submitted controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. On (B)(6) 2021 and (B)(6) 2021, a total of three driveline disconnect events were recorded, resulting in the associated pump off alarms. The pump ramped back up to the set speed upon each reconnection of the driveline. The pump appeared to operate as intended. According to the account, the patient is not a candidate for home intravenous antibiotics, incision and drainage, or driveline relocation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this document, as well as the patient handbook, including sections titled "caring for the driveline exit site" and "controlling infection." Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "replacing the modular cable", provides instructions on connecting/disconnecting the modular cable and to the pump cable to ensure the connection is firm. Including, to ensure that the yellow line on the pump cable is hidden by the locking nut to ensure a good connection. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted to hospital for methicillin-resistant staphylococcus aureus (mrsa) driveline infection with complaints of pain. The patient is not a candidate for home infusion use, incision and drainage (I&d), nor relocation. It was observed that there was a random low flow and then a pump off event. Technical services reviewed the submitted log files which revealed on (B)(6) 2021 at 5:01:24 and 5:38:23 and (B)(6) 2021 at 10:40:44 driveline disconnected events, which lead to the noted pump off. It appears that the driveline was intentionally disconnected.